Manufacturer narrative:
(B)(4). This follow-up MDR is being submitted to include the medwatch attachment 3901740000-2014-8004. It was inadvertently omitted from the initial MDR submission. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the manifold was disconnected from the four-way stopcock. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set ¿disconnected at the side port for no apparent reason.¿ this occurred while the device was being prepared for anesthesia for an unknown surgical procedure. There was no report patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause was determined to be incorrect assembly technique during the manufacturing process. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.